Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that he was very unhappy because he had experienced the same problem with this suture but from another lot, the thread was breaking near the needle attachment area. There were no injuries to the patient or user. The client was using the product during cesarean section operations (suturing of the uterus). Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 7,164 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 2.45 kgf in average and 1.89 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.83 kgf in average and 0.61 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 2.00 kgf in average and 1.75 kgf in minimum and fulfilled ep requirements: 1.83 kgf in average and 0.61 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply by usp/ep and b. Braun surgical requirements for needle attachment strength. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.